Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a low drain volume (volume of drain is low) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there were air spaces in the fluid in the patient line of the homechoice cassette. Renal therapy services assisted the caregiver (cg) in ending the therapy session and advised the cg to contact the pd nurse regarding the missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.